Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the instrument and found the reagent probe tubing loose, loose reagent syringe to the t-valve and two cuvette wash station probes not having strong enough stream. The fse tightened all the tubing, replaced the reagent syringe t-valve and cuvette wash station probes to resolve the issue. The fse performed all reaction wheel alignments and verified instrument operation.

Event description:
The customer reported obtaining erroneously elevated urea nitrogen (bun) results for four (4) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on an alternate dxc instrument and obtained lower bun results which were considered correct. The erroneously elevated bun results were not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control (qc) was within laboratory's established ranges on the day of the event.